Event description:
While manipulating catheter, the distal 26cm broke off and lodged at the abdominal aortic bifurcation and extended into the left iliac artery. After approx 30-45 minutes of work the doctor was able to retrieve the catheter piece with a goose-neck snare. Around this time the patient was complaining of severe back pain. Upon examination the left leg was pulseless, left foot dusky and thigh mottled, and abdomen hard, distended and mottled. Patient was immediately taken to surgery. Another sterile catheter was found to be kinked in its packaging.